Manufacturer narrative:
Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) episodes, sensing integrity counter (sic) episodes and lead impedance variation. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.